Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced post-breakfast hyperglycemia with a highest cgm reading of 269 mg/dl lasting approximately 45 minutes while using the ilet with a dexcom g7 and an infusion set placed on the left side; the event followed a typical breakfast of bacon, hash browns, a boiled egg, and two strawberries, and no ilet alerts were reported. Symptoms included malaise and dry mouth. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and no identifiable use problem, and an appropriate specific device component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was unclear and most consistent with postprandial hyperglycemia during early adaptation to automated insulin dosing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.